Event description:
A 3.5mm diameter x 18mm length ave gfx stent was inserted into the circumflex coronary artery after predilation of the target lesion with a 2.5 diameter percutaneous transluminal coronary angioplasty. It was not possible to cross the target lesion due to inadequate predilation of the target lesion. Therefore, the stent and delivery system were pulled back into the tip of the of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent remained on the coronary guidewire and was snared from the coronary artery, successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. The target lesion was then treated with another MFR's stent that was 2.5mm in diameter. There was no add'l clinical sequelae reported relative to the event and there is no further information available from the user facility.